Event description:
It was reported that during a wedge resection of the lung, the staples did not close correctly. Only one side closed and the other could not be closed. No further info is available. There was no reported pt consequence. The case was completed with a like device. No device is being returned. A trt75 reload, lot # u4yt1r, was also used and is not being returned.